Event description:
It was reported via repair work order that the bed had no power or charging capabilities due to the head end fuses being blown. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.